Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was closure of the an unspecified access site using a prostyle device using the pre-close technique prior to a, left atrial appendage (laa) interventional procedure. Reportedly, the foot remained open and the physician was not able to retrieve the device. The physician then grabbed the metallic guide and the body and did some movements to break the metallic guide. He was then able to close the device foot and retrieve the device. The laa procedure was completed. The method used to achieve hemostasis was not provided. No additional information was provided.